Manufacturer narrative:
(B)(4). Section g4: PMA/510(k) number - the 950n81 neonatal ventilator dual heated circuit kit is not sold in the united states of america (USA) but instead a similar product, 950n81j neonatal ventilator dual heated circuit kit is sold in the USA. The 510(k) for that product is k220703. Method: the complaint device, three 950n81 neonatal ventilator dual heated circuit kit was returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected and analysed through fourier transform infrared spectroscopy (ftir). Our investigation is thus based on the evaluation of the subject device, the information provided by the customer and our knowledge of the product. Results: visual inspection of the complaint device confirmed that a section of the evaqua tube was damaged, resulting in a brown stain on the tube. Ftir analysis supports the conclusion that exposure to an incompatible chemical caused a section of the evaqua tube to start chemically degrading. Cause: we are unable to determine the cause of the reported fault. Most likely, the leak occurred due to the degradation of evaqua material resulting from exposure to chemical substances. All 950n81 circuit kit are 100% leak tested during production, and those that fail are rejected. The user instructions which accompany the 950n81 neonatal vented dual heated circuit kit state the following: - "do not crush, stretch or milk the tubing." - "perform a pressure and leak test on the breathing system before connecting to a patient." - "check all connections are tight before use.".

Event description:
A distributor in japan on behalf of a healthcare facility has reported via a fisher & paykel healthcare (f&p) field representative that the expiratory limb of the 950n81 neonatal ventilator dual heated circuit kit had a brown stain. It was further reported that the subject circuit has failed the preuse tests. There was no patient involvement.

Manufacturer narrative:
(B)(4). Section g4: PMA/510(k) number - the 950n81 neonatal ventilator dual heated circuit kit is not sold in the united states of america (USA) but instead a similar product, 950n81j neonatal ventilator dual heated circuit kit is sold in the USA. The 510(k) for that product is k220703. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in japan on behalf of a healthcare facility has reported via a fisher & paykel healthcare (f&p) field representative that the expiratory limb of the 950n81 neonatal ventilator dual heated circuit kit had a brown stain. It was further reported that the subject circuit has failed the preuse tests. There was no patient involvement.